Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the right atrial lead exhibited a loss of capture and sending. It was discovered that the lead had dislodged. On (B)(6) 2016 the lead was successfully repositioned. The patient was in stable condition post surgery.